Event description:
This pt had a left total hip replacement in 1993. She did well until a few months ago, when she began having increasing pain in her left hip. She was admitted for a revision of the left total hip. Intraoperatively, synovitis was identified. The acetabular component was found to be extremely thin in the center with asymetrical wear on the superior, posterior rim. The acetabular components and femoral head were removed and replaced.